Manufacturer narrative:
Investigation: a device history review was conducted for lot number 8094628. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample was submitted for evaluation and testing. No abnormalities could be identified in the returned sample despite attempts to identify the cause using leakage testing and microscopic evaluation of the device. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. There was an issue with leakage at the catheter junction. The following information was provided by the initial reporter, translated from chinese to english: it's noticed that leakage at catheter junction after completed penetration. The issue was not noticed during priming.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima IV catheter safety system 22 g x 0.75 in. There was an issue with leakage at the catheter junction. The following information was provided by the initial reporter, translated from (B)(6) to english: it's noticed that leakage at catheter junction after completed penetration. The issue was not noticed during priming.